Manufacturer narrative:
Philips has investigated this complaint. A philips engineer received that need to recreate the image store. Upon checking with customer, quote for evaluation and repair service was sent to customer however eol/eos date expired. No service has been performed by philips. To date, no further information was received. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the system's image store needed to be recreated, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.